Event description:
It was reported that the preloaded intraocular lens (iol) got damaged by the plunger in the injector and had to be explanted. Through follow-up we learned that there were small imprints as well as tears from the plunger on the iol. The patient was not injured and no other medical or surgical interventions despite the removal were necessary. The lens is not available for return. No further information provided.

Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a: if implanted, give date: not applicable, as lens was removed during the same procedure. Section d6b: if explanted, give date: not applicable, as lens was removed during the same procedure. Section e1 - telephone number: (B)(6). Section h3 - other (81): the lens was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.